Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition that could have contributed to the patient's heart issue, hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The emergency room's nurse (B)(6) reported that on (B)(6) 2014 the patient had to be hospitalized due to high blood glucose and he was also having issues with his heart. His bg and insulin history is as follows: at 11:21 am the pod was deactivated. At the hospital he had a heart attack and they treated his bg (specific treatment was not provided). He did not provide any further information regarding the hospitalization or the patient's treatment.